Event description:
It was reported that, during a colonoscopy, the processor unit stopped functioning. The displayed image could not be obtained until the system was disconnected and rebooted. The case was completed without harm to the patient.